Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that on date of report at about 4 pm, patient experienced a hypoglycemic event and lost consciousness. Patient's husband called the paramedics. Upon arrival, paramedics administered IV glucose to patient. When the paramedics left, patient's blood glucose value was 139 mg/dl.patient reported that her cgm was displaying inaccurate values prior to the event, but was not able to provide cgm or blood glucose values at the time of incident. At the time of her call to technical support, patient reported being in fine condition.